Event description:
A customer reported that during surgery, the system did not warn of saline solution becoming low, the footswitch was not recognized and reflux for pedal was not working. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when additional reportable information becomes available. (B)(4).